Manufacturer narrative:
The investigation found no evidence to suggest that the vitros eci malfunctioned. There was no evidence that the customer performed the required daily maintenance which could lead to biased tsh results. Therefore, the root cause is most likely user error.

Event description:
The customer obtained higher than expected vitros tsh results for a single patient sample on the vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was not reported and there were no allegations of harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.